Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed "no signal." The reported issue was resolved by restarting the navigation system and the site completed the procedure with the system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Device evaluation: the computer was returned to medtronic for further evaluation. The computer booted normally to the application screen and the installed applications ran normally. No 'no input' messages were observed. No errors were found in the other tests that were performed. Through analysis there was no failure found with the returned computer. (B)(4). If information is provided in the future, a supplemental report will be issued.